Event description:
Rptr c/o ruptured right implant with leakage of silicone outside of the capsule peripheral neuropathy r arm/hand, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, elevated cholesterol or tryglycerides, thyroid problems, chronic swelling of extremities, chronic pain, heat or cold, sensitive extremities, frequent low grade fever, chronic diarrhea &/or constipation, irritable bowel syndrome, severe pms symptoms, severe menstrual problems and irregularities, substantial hair loss not connected with medication, frequent migraines/severe headaches, hypersensitivity to molds, dust or pollen, unusual chronic infections such as mycoplasma pneumonia, sinusitis, otitis, inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy under arms, frozen shoulder, muscle pain and burning, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc, non-restorative sleep, chest pain, chronic fatigue syndrome diagnosed 1 yr after implantation, long-term extreme fatigue, clumsiness/drops things and misjudging distance/running into objects, and sicca.